Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited right ventricular and left ventricular impedance greater than 2,000 ohms and elevated pacing thresholds. Noise could not be reproduced with pocket manipulation.